Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy pd effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was unknown. On an unreported date, pd therapy was discontinued and the patient was performing hemodialysis. The patient was recovered from this peritonitis event and it was reported ¿is doing very well¿. No additional information is available.